Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned device confirmed that the rod head had fractured off of the rod shaft at the weld. The rod head exhibits multiple dents. Numerous scratches were also noted on the device indicative of multiple uses. Fracture analysis of the device suggests that the weld may have failed in possible rotational bending fatigue fracture. Device history record was reviewed and no discrepancies were found. Investigation results concluded that the root cause can be determined as fracture and wear due to normal usage throughout the instrument's field life. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a knee arthroplasty, after impacting the tibia, it was noticed that the impactor pad had fractured. No adverse event was reported as a result of this malfunction. Attempts have been made and additional information on the reported event is unavailable.